Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of noise. The sensing vector at the time of the shocks was set to the primary sensing vector. The shock impedance was 127 ohms, which is high but within normal limits. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.